Manufacturer narrative:
Complaint not confirmed. Trocar #1 was removed and implant #1 deployed prior to receipt. Trocar #2 was pushed through the cannula and implant #2 was removed with difficulty. No damage was observed on the implants or suture construct. The device functioned as intended during testing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal procedure, as the surgeon fired the meniscal clinch, ar-4500, the second button did not advance. The button did not advance because the suture was cut. All fragments were removed and the case was completed by using a new ar-4500.